Event description:
Essure device placed (B)(6) 2014. Pt diagnosed with unintended pregnancy (B)(6) 2015. Underwent abortion. Further workup revealed left fallopian tube not occluded and left essure coil in lower abdomen. Removed via surgical laparoscopy (B)(6) 2016 - found to be adherent to sigmoid colon serosa. Removed without difficulty or complication.